Event description:
It was reported that the implant was used on a patient with adjacent segment disease. The anchor was approx. 30% into the vertebral body when it began to bend.

Manufacturer narrative:
Method: device history review, complaint history review, risk assessment; result: the explanted bent anchor was discarded by the hospital. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the most likely cause of the reported event was determined to be related to overloading during impaction; the patient's hard bone quality and osteophyte.

Event description:
It was reported that the implant was used on a patient with adjacent segment disease. The anchor was approx. 30% into the vertebral body when it began to bend.